Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned a photo, but did not return the defective sample. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review lot#4080076 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-10pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause of the leakage at the septum. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. The medical staff of our department was ready to place the indwelling needle for the patient who was doing imaging, firstly, the indwelling needle catheter was inserted into the vein with the needle tube, and after withdrawing the needle tube, it was found that the patient's blood leaked out from the eye of the needle of the isolation plug, so we could only pull out the indwelling needle, reseal a set of other puncture points for placement, and then inject the contrast agent after observing the normal state of the blood flow back to the vein. The leakage of blood from the closed venous needle just after insertion is very likely to cause infection, and the pain caused by re-insertion of the needle to the patient is also likely to cause conflict between the patient and the doctor.